Event description:
It was reported that pump displayed malfunction alarm and customer had not experienced any notable events before issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.